Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a unvers reverse shoulder arthroplasty the surgeon discovered a discrepancy between the pdf hand-out and the web-based vip planning software. He noticed that he had planned a 100% backside seating and when he opened the pdf during the surgery, he realized that there was something different. He discovered that the stem was different, the screw lengths were missing and the marking for the augmented baseplate had disappeared. At this time, the patient was already under anesthesia. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully by using the web-based planning on the side. There was also no delay in the surgery time.